Manufacturer narrative:
(B)(4) - intervention required to remove device. The reported event of wire break. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2011. According to the complainant, during the procedure the stone was captured within the basket, but the basket became stuck and it would not release or break the stone. Subsequently the metal pull wire popped out of the handle of the device. The handle was removed and the pull wire was connected to an emergency lithotripter handle. Reportedly while attempting to crush the stone again the pull wire on the basket broke. The basket and wire were left within the anatomy and the patient was sent to special procedures for a ptc (percutaneous transhepatic cholangiogram). The ptc was successful at removing the basket, wire and the stone, and no further surgery was needed. Additionally it was reported that during the procedure some bleeding was noticed to the wall of the duodenum, however, no hemostatic therapy was performed for the bleed since it did not appear to bleed aggressively. The patient's condition at the conclusion of the procedure was reported to be well.